Event description:
An attempt was made to use one nc euphoria coronary balloon catheter to treat a non-tortuous lesion during an angioplasty procedure. The device was inspected with no issues. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that the device failed to cross. The nc euphoria device was introduced and when pushing the device through the catheter there was difficulty displacing the device through the 0.014 guidewire. This led to double and spontaneous fracture of the device. The device did not reach the heart vessel. The event did not lead to or extend patient hospitalization. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for analysis. The device returned with a detachment on the hypo-tube. Kinks were evident on the hypo-tube proximal and distal to the detachment site. The hypo-tube material was oval and jagged on both sides of the detachment site. Deformation evident to the distal tip. A guidewire was backloaded through the distal tip and advanced proximally through the exchange joint with no resistance noted. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.